Event description:
It was reported that this right ventricular (rv) lead has gradually exhibited elevated shock impedance measurements to out-of-range values (156 ohms). Boston scientific technical services (ts) was contacted for a data assessment and it was determined that, in addition to the out-of-range shock impedance measurements, there was evidence of decreased ventricular and right atrial (ra) sensing measurements. The ra lead also exhibited variable, but still in-range, pacing impedance measurements. Ts recommended performing an in-clinic assessment with provocative maneuvers, isometrics, and diagnostic imaging to evaluate the ra and rv lead integrity. Potential commanded shock testing was also recommended to verify the impedance of a delivered shock. At this time, the system remains implanted and in-service. No adverse patient effects were reported. The ra lead is not a boston scientific product.